Event description:
It was reported that during a sleeve gastrectomy procedure, three devices were used. One of the drivers fell out on the back table when the first black cartridge was opened on the sterile field. It was placed aside and another cartridge was loaded and fired. There were no issues with that firing. The device was fired a second time. The surgeon fires in a three step process; first advance blade some, waits for compression, and then advance again. On the second time through, they could hear the stapler working very hard. When the sequence was completed and the anvil opened it was discovered that the staples formed on the specimen side, not the patient side. On the specimen side the staples were formed perfectly. On the patient side, they were not formed at all. Upon inspection of the cartridge the knife blade had dug into the cartridge itself. A second device without buttressing, with green cartridge was used for the third firing. It fired fine. Another green cartridge was loaded for a fourth firing. The surgeon clamped down on tissue, went to fire and there was no power. The battery was removed and reinstalled; still no power. Device replaced and the procedure completed without any impact to the patient.

Manufacturer narrative:
(B)(6). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Green was buttressing material utilized? If so, which product? Yes gore. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The analysis found that one device was returned in good visual condition and with an ecr60g partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Furthermore, an ecr60t with damage at 4th double driver on the left side was received; the one piece sled was noted to be damaged. No evidence of damage on the cartridge deck was found. Additionally, an ecr60t unfired was received. Finally, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5f010, (mfg date 01/05/2012; exp date 12/05/2017).